Event description:
It was reported that the intravenous (IV) channel kept reading "system error" and shutting down. No further information will be provided, including patient demographics and no products will be returned.

Manufacturer narrative:
Correction on initial report: suspect device updated from 8100 to 8015.

Event description:
It was reported that the intravenous (IV) channel kept reading "system error" and shutting down. No further information will be provided, including patient demographics and no products will be returned.

Manufacturer narrative:
Correction on initial report: d.4 (updated model # and catalog #); omit d4 (serial # and UDI#); omit h4 (device manufacture date). No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Per customer, patient demographics will not be provided.

Event description:
It was reported that the intravenous (IV) channel kept reading "system error" and shutting down. No further information will be provided, including patient demographics and no products will be returned.